Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2014 with the following findings: a review of the black box showed multiple low battery warnings and replace battery alarms. Evidence of partially discharged batteries being installed was observed. A visual inspection showed the battery compartment was cracked; no battery cap was returned with the pump. A test cap was used and was able to fully tighten on to the pump with no power loss. The pump¿s current draws were within specifications. The pump cover was opened and no loss components or evidence of internal moisture was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not last as long as expected. The battery was changed multiple times; however, the issue of a short battery life was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.